Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle broke. Customer blood glucose value was unknown. The customer stated that they already pulled out, pt not available. The customer stated that the site was not actively bleeding. Customer stated that the location of the insertion left part of the stomach. The insulin pump will not be returned for analysis.